Event description:
The initial reporter received questionable troponin t g5 stat elecsys results from 20 patient samples tested on the cobas e 411 rack. The initial results were reported outside of the laboratory. The reporter stated that they could not calibrate the troponin t assay and another assay on the analyzer successfully. They took 20 previously run patient samples and rerun them in their other e 411 to check if they were valid results. Eight of the samples required corrective reports. The reporter stated that a data flag was present on multiple samples. Patient 1: the initial result from the analyzer was <6 ng/l. The repeat result from the other analyzer was 20.06 ng/l. Patient 2: the initial result from the analyzer was 12 ng/l. The repeat result from the other analyzer was 82.28 ng/l. Patient 3: the initial result from the analyzer was 31 ng/l. The repeat result from the other analyzer was 57.39 ng/l. Patient 4: the initial result from the analyzer was <6 ng/l. The repeat result from the other analyzer was 50.67 ng/l. Patient 5: the initial result was from the analyzer <6 ng/l. The repeat result from the other analyzer was 12.16 ng/l. Patient 6: the initial result was from the analyzer <6 ng/l. The repeat result from the other analyzer was 13.76 ng/l. Patient 7: the initial result was from the analyzer <6 ng/l. The repeat result from the other analyzer was 23.43 ng/l. Patient 8: the initial result was from the analyzer <6 ng/l. The repeat result from the other analyzer was 9.53 ng/l. The repeat results were deemed correct. The reagent lot number is 63480601 with an expiration date of 30-sep-2023.

Manufacturer narrative:
The field service engineer (fse) inspected the analyzer and found a blockage from the sipper to the measuring cell. The fse then adjusted the liquid-level detection (lld) voltage in the sample and reagent probe (s/r) because the lld curvature was reversed. He also adjusted the s/r mechanism belt tension. He also found air in one of the syringe assemblies. He then reseated the syringe seal, inspected the sipper tubing and seal, cleaned the sipper probe, adjusted the s/r probe alignment at pack positions, and performed service liquid flow cleaning (lfc) to clear any blockages in the flow path. The fse verified the instrument's performance by mechanical and instrument checks with successful results. The customer performed calibration and qc with successful results. The last calibration performed on (B)(6) 2023 was within specifications. The customer attempted to recalibrate on (B)(6) 2023 and was unsuccessful as the signals were much lower. The qc recovery was within the provided ranges prior to the event. When the customer reran qc. The recovery was out-of-range (low). The alarm trace did not indicate any issues. The investigation determined the service actions resolved the issue.